Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 05) occurred. Reportedly, the customer had followed the prompts when loading the cartridge. Customer's blood glucose level ranged between 80-160 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and had manual injections available.